Manufacturer narrative:
The following devices were also listed in this report: tri press-fit stem 15x150mm; cat# 5566-s-015; lot# m7h25e. Tri ts femur sz7 left; cat# 5512-f-701; lot# mxyn. Triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# 0033776e. Tri post augment sz7 10mm; cat# 5544-a-700; lot# mwgy. Triathlon femoral distal augment 15mm - size 7 left; cat# 5542-a-701; lot# kgbj. Tri press-fit stem 21mm x 100mm; cat# 5565-s-021; lot# m9a21d. Triathlon femoral distal augment 15mm - size 7 left; cat# 5542-a-701; lot# mdle. Tri ts baseplate size 6; cat# 5521-b-600; lot# sv4s. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# 5tt2. Triathlon total knee system offset adapter 8mm; cat# 5570-s-080; lot# m9w32d. Tri rm/ll tib aug sz6 10mm; cat# 5546-a-602; lot# er9kt7a. Tri lm/rl tib aug sz6 10mm; cat# 5546-a-601; lot# er9af5a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported a left knee revision due to infection. This patient has had a few surgeries.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: the medical review indicates that infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit additional information in this case. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to sustain a recurrent infectious complication of his knee arthroplasty. Early intervention was adequate although there is no information on further outcome or whether infection is really under control. In this patient the infection was already present prior to implantation of the current triathlon ts knee. As such is this pi case not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. The medical review indicates that infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit additional information in this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a left knee revision due to infection. This patient has had a few surgeries.